Event description:
Doctor reported via our account manager, that a nail broke.

Manufacturer narrative:
Device will not be returned. Additional information has been requested. If relevant information is received it will be reported on supplemental report.